Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs plus meter serial number (B)(4) compared to a cobas t411 laboratory instrument. The date of event is an approximation as the specific date of event was not known. The patient was tested 3 times on the meter with a capillary sample with results of 8.1 inr, 8.0 inr and 7.5 inr. The result from the laboratory within 3 hours with a venous sample was 2.1 inr. The result from the laboratory was believed to be correct. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
Section d4: catalog number, lot number and UDI number were updated. Section g5: 510k number updated. Sections d9 and h3 were updated. The test strips were returned for investigation where they were measured on reference meters with a high level control sample: testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.9 inr and 2.9 inr qc 2: 2.8 inr and 2.7 inr qc 3: 2.8 inr and 2.8 inr all inr values were within the specified target ranges. No error messages occurred. Returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.